Event description:
It was reported that a clearlink system luer activated valve solution set was leaking from an unspecified location. This occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b3, b5, d4 (lot #, expiration date, UDI #) h4, h6 and h10. B3: the event occurred on several different dates since october 2023 (previously reported as ni). B5: the issue was observed on 10-15 units (previously reported as one). The leak occurred from the bottom of the drip chamber on all (previously reported as an unspecified location). The issue was noticed during setup of a flush bag on the floor by the nurse (previously reported as during an unknown process step). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.